Manufacturer narrative:
It was noted that the device is not available for evaluation (due to hospital policy.) Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Event description:
It was reported that there was a knee revision. Patient had some flexion, and instability. Surgeon changed to universal baseplate and put in a ts insert.

Manufacturer narrative:
The device history review indicates that the device was manufactured into final stock with no reported discrepancies. The complaint history review: review indicated there have been no other events for the reported lot. Insufficient medical records were received for review with a clinical consultant. Need revision reports and clinical history describing the reported event. The exact cause of the event could not be determined because no product was returned for review and insufficient patient medical records were provided for inspection. Additional information such as revision operative reports clinical history describing the reported event, and examination of the explanted components would be required for further review. Based on the information provided at the time of investigation, no non-conformances have been identified.

Event description:
It was reported that there was a knee revision. Patient had some flexion, and instability. Surgeon changed to universal baseplate and put in a ts insert.